Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2013 and the mesh was implanted. The patient experienced a vaginal exposure of the mesh, pulling and pain in groin and buttock, lower back pain, pressure and discomfort in groin, pain in pelvic area and pain at back of vagina down leg. The patient is seeking medical advice and possibly surgery to remove the mesh. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.